Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9, h3 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2024: the device was tested prior to use.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: (B)(6) e3 - occupation: regulatory affairs manager g4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an ureteroscopy and stone extraction procedure, an ngage nitinol stone extractor's basket did not close properly. Due to this incident, the stone fell out of the basket twice during extraction and the user struggled to pass the basket into the scope. The device was not tested prior to use. There was no separation reported. A laser was not used during the procedure. No abnormalities reported in patient's anatomy. The procedure was completed using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, during a ureteroscopy and stone extraction procedure, an ngage nitinol stone extractor's basket did not close properly. Due to this incident, the stone fell out of the basket twice during extraction and the user struggled to pass the basket into the scope. The device was tested prior to use. There was no separation reported. A laser was not used during the procedure. No abnormalities reported in patient's anatomy. The procedure was completed using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), personnel interview, manufacturing instructions (mi), and quality control (qc) procedures, as well as a functional test and visual inspection of the device were conducted. The complaint device was returned to cook in open packaging with the label for investigation. Upon inspection there was a break in the sheath material just below the support tubing. When the handle was actuated, the basket would not open/close. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the IFU t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded a cause for the issue could not be established. The returned device was found to have a basket that would not open due to sheath damage. The basket sheath was kinked near the orange support sheath, preventing the basket assembly from moving freely within the basket sheath. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.